Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred twice while the device was in use. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. Salesperson visited the hospital and replaced the device. During the evaluation at the manufacturer's service center the error log was checked and it was confirmed that ventilator inoperable errors did occur. The main pc board assembly was replaced.